Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 534 mg/dl. The customer was treated with manual injection. The no delivery alarm was caused by set and reservoir occlusion. The customer was advised that we will sent replacement.